Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) had a loading issue. It was not noticed until the iol was implanted that it had a scratch across the optic surface. The iol was cut out of the eye and replaced with another lens of the same model and diopter. There were no medical or surgical interventions such as an incision enlargement, vitrectomy, or sutures. And there are no plans for an intervention in the future. Reportedly the patient has no complaints and is doing ¿fine¿. No further information was provided.